Event description:
A software defect in donor management system (all versions) has the potential to inadvertently allow a donor who has failed the screening test to continue with the donation process and donate a unit of plasma.

Manufacturer narrative:
Evaluation summary: a software defect in donor management system (all versions) has the potential to inadvertently allow a donor who has failed the screening test to continue with the donation process and donate a unit of plasma. Examples might include a donor who failed a hematocrit, pulse, blood pressure (systolic or diastolic), weight, temperature or total protein test. Hae conducted an investigation and it was determined that: a defect did exist within the dms application that could be reproduced under a very specific set of circumstances. The defect was not limited to just the pulse screening test but to all screening tests (e.g. Hematocrit, pulse, temperature, blood pressure, weight, total protein) that can be input on the same screen (ie (B)(4) pre-donation screening). Additionally, all client databases were investigated between july 15 and july 16, 2010 followed by an official communication letter describing the issue was sent on july 20, 2010. Only 3 of 11 customers were affected by the issue. A total of 8 donors (for those 3 customers) were impacted but no units were inadvertently collected even though the defect had occurred.